Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. Visual analysis of the lead indicated damage at implant. The analyst noted the lead was able to be passed through a 9 fr introducer. Accurate measurement of the helix is not possible due to the helix being bent. The helix extension/retraction could not be performed due to the bent helix. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an attempted implant, the right ventricular (rv) lead experienced high sensing and impedance. The physician attempted to reposition the rv lead several times, with similar outcomes. The physician elected to remove the rv lead, in which it was noted that the helix was blocked. The rv lead was removed and replaced to complete the operation. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.